Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced emotional distress, recurrent hernia due to failure of the mesh, pain, cellulitis/inflammatory changes to skin and fatty tissues surrounding the pannus, abscess, open wound, serosal tears, adhesions of small bowel to the mesh, fistula, eventual mesh removal due to infection of the mesh, small bowel leakage, abdominal pain, and urinary tract infection. Post-operative patient treatment included CT scan, laparotomy, placement of jejunostomy tube, wound vac, lysis of adhesions, segmental intestine resection, component separation, debridement, incision and drainage, revision/removal mesh surgery with new bard allomax and davol xenmatric meshes implanted on different dates.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b2 (added life threatening, hospitalization and disability), b5, b7, d1, d2, d3, h6 (patient codes, imf codes, device codes, ime e2402: "misaligned intestines"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced incarcerated bowel, perforation, mesh migration, suffering, defective mesh, purulent discharge, almost fatal case of peritonitis, urinary tract infections, constipation, misaligned intestines, limited daily activities, emotional distress, recurrent hernia due to failure of the mesh, pain, cellulitis/inflammatory changes to skin and fatty tissues surrounding the pannus, abscess, open wound, serosal tears, adhesions of small bowel to the mesh, fistula, eventual mesh removal due to infection of the mesh, small bowel leakage, abdominal pain, and urinary tract infection. Post-operative patient treatment included hospitalization in long-term care facility, tpn, colostomy, reduction of incarcerated bowel contents, CT scan, laparotomy, placement of jejunostomy tube, wound vac, lysis of adhesions, fistula takedown, segmental intestine resection, component separation, debridement, incision and drainage, mesh revision, omentectomy, mesh removal and hernia repair with new meshes. Concomitant device: marlex mesh prosthesis relevant tests/laboratory data: (B)(6) 2013: CT of abdomen showed abscess associated with enterocutaneous fistula in low abdomen pannus at site of prior access and enterocutaneous fistula, enlarged since (B)(6) study. Cellulitis/inflammatory changes to the skin and fatty tissues surrounding pannus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, pain, adhesions of small bowel to the mesh, fistula, eventual mesh removal due to infection of the mesh. Post-operative patient treatment included revision and mesh removal surgeries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, pain, cellulitis/inflammatory changes to skin and fatty tissues surrounding the pannus, abscess, open wound, serosal tears, adhesions of small bowel to the mesh, fistula, eventual mesh removal due to infection of the mesh, small bowel leakage, abdominal pain, and urinary tract infection. Post-operative patient treatment included laparotomy, placement of jejunostomy tube, wound vac, lysis of adhesions, segmental intestine resection, component separation, debridement, incision and drainage, revision/removal mesh surgeries with new bard allomax and davol xenmatric meshes implanted on different dates. The device had been used with marlex mesh prosthesis on (B)(6) 2001.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, pain, cellulitis/inflammatory changes to skin and fatty tissues surrounding the pannus, abscess, open wound, serosal tears, adhesions of small bowel to the mesh, fistula, eventual mesh removal due to infection of the mesh. Post-operative patient treatment included laparotomy, placement of jejunostomy tube, wound vac, lysis of adhesions, segmental intestine resection, component separation, debridement, incision and drainage, revision/removal mesh surgeries with new bard allomax and davol xenmatric meshes implanted on different dates.